Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification of the stem and cup. Radiographs show periprosthetic fracture and radiolucency surrounding the cup. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Medical records identified that there was radiolucency surrounding the entire acetabular cup suggesting loosening. Oblique periprosthetic fracture involving the proximal femoral diaphysis with associated subsidence of hip arthroplasty was observed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown liner lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00465 cup.

Event description:
It was reported patient has been indicated for revision due to possible bone fracture. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.